Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the set screw was not secured enough before closing the pocket during device change out resulting in high voltage impedance measurements being out of range. The issue was addressed at a later procedure by tightening the screw. The device remained implanted.